Manufacturer narrative:
An event regarding loosening & osteolysis involving an unknown implant mrs femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'I have reviewed the documentation provided including the product inquiry cover sheets ,an ap x-ray of a r custom dfr tha. Event description: as per pss case: history of right distal femur osteosarcoma treated 24 years ago with a wide resection distal femoral replacement with a rotating hinge tka. She underwent revision tka of the tibial component only (not the femur) for aseptic loosening in 2017. She unfortunately has complications of her proximal femoral stem with progressive osteolysis and resorption noted on her most recent imaging. Due to the current femoral component with concomitant loosening, we will plan for implant removal with cement removal. As there is not much proximal femoral diaphyseal bone left, we will plan for a custom short gmrs stem with an outrigger for one or two (t2) screws going up into the femoral neck. This is for the revision performed in 2022 as a result of the above. The x-ray demonstrates a dfr tha with a screw positioned through the neck up in to the femoral head.. No definitive fracture of this screw is identified. Mechanical failure of a custom fixation screw cannot be confirmed. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'as per pss case: history of right distal femur osteosarcoma treated 24 years ago with a wide resection distal femoral replacement with a rotating hinge tka. She underwent revision tka of the tibial component only (not the femur) for aseptic loosening in 2017. She unfortunately has complications of her proximal femoral stem with progressive osteolysis and resorption noted on her most recent imaging. Due to the current femoral component with concomitant loosening, we will plan for implant removal with cement removal. As there is not much proximal femoral diaphyseal bone left, we will plan for a custom short gmrs stem with an outrigger for one or two (t2) screws going up into the femoral neck.' A review of the provided medical records by a clinical consultant stated the following comment: I have reviewed the documentation provided including the product inquiry cover sheets , an ap x-ray of a r custom dfr tha event description: as per pss case: history of right distal femur osteosarcoma treated 24 years ago with a wide resection distal femoral replacement with a rotating hinge tka. She underwent revision tka of the tibial component only (not the femur) for aseptic loosening in 2017 (pi 1632562). She unfortunately has complications of her proximal femoral stem with progressive osteolysis and resorption noted on her most recent imaging. Due to the current femoral component with concomitant loosening, we will plan for implant removal with cement removal. As there is not much proximal femoral diaphyseal bone left, we will plan for a custom short gmrs stem with an outrigger for one or two (t2) screws going up into the femoral neck. This is for the revision performed in 2022 as a result of the above. The x-ray demonstrates a dfr tha with a screw positioned through the neck up in to the femoral head.. No definitive fracture of this screw is identified. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
As per pss case: history of right distal femur osteosarcoma treated 24 years ago with a wide resection distal femoral replacement with a rotating hinge tka. She underwent revision tka of the tibial component only (not the femur) for aseptic loosening in 2017. She unfortunately has complications of her proximal femoral stem with progressive osteolysis and resorption noted on her most recent imaging. Due to the current femoral component with concomitant loosening, we will plan for implant removal with cement removal. As there is not much proximal femoral diaphyseal bone left, we will plan for a custom short gmrs stem with an outrigger for one or two (t2) screws going up into the femoral neck. This report is for the revision performed in 2022 as a result of the above.